Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operational currents within specification and passed self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. Unit was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a power error detected. The customer¿s blood glucose level was 10.6 mmol/l. Troubleshooting was performed. It was noted that the customer had previously called to report a power error detected alarm. The alarm did not recur within a week of troubleshooting the previous occurrence. They were given a series of steps to perform after the call ends to resolve the issue. However, they were offered a replacement for the insulin pump and they accepted. The device will be returned for analysis.